Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: united kingdom. The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the motor speed was unstable, the unit was out of calibration, the machine head was damaged, the ball plunger was missing from the lever and the position of the control bar was not correct and the reciprocation arm was worn. The motor, shaft bearings, thickness control shaft, sleeve bearings, reciprocation arm, machine head, pin, lever and ball plunger were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery the air dermatome was reported to be faulty and needed repair. An alternate device was available to complete the procedure. There was no harm or delay reported. Due diligence is complete and no additional information is available. During product evaluation, the motor speed was found to be unstable. No adverse events were reported as a result of this malfunction.